Event description:
Reporter indicated that high lead impedance reading was observed during lead test. Revision surgery performed in 2001 during which leads were disconnected from generator, cleaned, dried, and reconnected. Lead test after revision surgery indicated normal lead impedance. No lead fracture was noted.